Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation observed the device did not display a 'load set' prompt after powering on the device. Which indicates the pump is falsely recognizing a closed door state. The cause was determined to be a failing upper latch switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, it was found that the load set screen did not appear after powering on the device. No additional information is available.